Event description:
Pt was admitted in 2001 with a femoral neck fracture, right hip. Three days later pt underwent hemarthroplasty, right femoral neck fracture. A 16 maude moore biomet hemiarthoplasty fenestrated straight stem was selected with the standard neck length adaptor. The actual component could not be inserted completely to rest on the calcar and sat approx 3/4-1" proud. Therefore after much difficulty in both advancing or removing the component at that point, it was elected to pass 2 loop wires around the proximal femur and spat vertically with the oscillating saw the femur on its posterior aspect to allow for the component to be removed, some add'l reaming to take place and reinsertion of the component.